Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer received information alleging visualization of particles in the air path. The user alleges stomach pain, nausea and dirty filters. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.